Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient mother stated the sensor patch fell off on (B)(6) 2019 and she noticed a skin rash around the insertion area. The patient was taken to the hospital on (B)(6) 2019 to have the rash checked. The rash was treated with hydrocortisone 2.5 % topical cream and at the time of contact the patient was doing fine. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.